Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. In addition, based on the results of the investigation, a root cause for the malfunction " image is blurry when meeting cold and hot water" could not be identified should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a blurry image when meeting cold and hot water and white tissue adhesive attached.there was no patient involvement.